Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) remotely connected with customer and instructed the user to shut down the station and refrigerator. Customer then bring the refrigerator back first and then rebooted the station. Customer was able to recover refrigerator test bin and confirmed that the issue was resolved. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator helmer pocket 1.2 does not recognized the pocket was closed. User rebooted the station, but issue still persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.